Event description:
It was reported by service report that the casters were broken on foot end.

Event description:
It was reported by service report that the casters were broken on foot end.

Manufacturer narrative:
It was reported by repair work order that the caster stems were broken. This will result in caregiver annoyance as the bed was mobile and the brakes would engage. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue will not likely cause or contribute to serious injury or death if it were to recur. Therefore, this event is not reportable.

Manufacturer narrative:
Result: caster stems.